Event description:
Additional information was received indicating there were other devices and products utilized during the procedure. The patient had pre-existing scar tissue, post-operative re-suturing was needed due to an infection.

Manufacturer narrative:
The purpose of this report is to correct the medwatch event description and the city of the manufacturing site. Additional information was received indicating the surgeon and the staff was re-trained.

Manufacturer narrative:
On (B)(6) 2019 information was received regarding the re-suturing case. The patient had pre-existing scar tissue that's dented which impacted the stratafix. There was an area of infected tissue removed and cleaned prior to the re-suture. The surgeon stated the prineo was removed too early by the staff, there was moisture which rolled off. The surgeon stated the hospital staff was re-trained. There was insufficient closure leaving dead space. The surgeon stated the staff was re-trained. Since addressing these issues the surgeon reports the patient is doing fine. In addition, the patient was given antibiotics to resolve an infection which cultured & mixed anaerobes & (B)(6) & granulicatella adiacens. Patient morbidities included type 2 diabetes, hypertension, hx cancer. To date a lot number has not been provided and therefore we are unable to perform a lot review to determine if there were any non-conformance's reports with this lot.

Event description:
It is being reported a patient returned to the surgeon who had to re-suture the incision of a spinal procedure.